Manufacturer narrative:
A correction supplemental MDR is being submitted due to review of complaint file.

Manufacturer narrative:
A correction supplemental MDR is being submitted due to review of complaint file. Corrected h6 investigation findings.

Event description:
As reported through a retrospective observational single-center study published in a journal article "challenging case of transcatheter mitral valve-in-valve-in-valve replacement", in 2019 the patient underwent a percutaneous transcatheter mitral valve-in-valve replacement with a 26-mm sapien 3 edwards valve placed within the previous 29-mm sapien valve due to calcification, severe pannus formation of the mv leaflets with severe stenosis. Echocardiogram show severe stenosis of bioprosthetic mitral valve with a mean gradient of 11.72 mmhg. Computed tomography (CT) of the mv also revealed a severely stenotic bioprosthetic mv (29-mm sapien 3 valve), seated within the surgical valve (29-mm st. Jude epic bioprosthetic valve). The post-procedural tte revealed a well-placed sapien tmvr valve with an improved mv gradient of 7 mmhg, down from 12 mmhg.

Manufacturer narrative:
A correction supplemental MDR is being submitted due to review of complaint file. Corrected h10 with new information. Sections g6 and h2 were updated. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate chronic kidney disease with hemodialysis may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.